Event description:
A lack of braking action caused the collimator to rotate on its own when the gantry (arm) is rotated either side of vertical. Event occurs when accessories are mounted on the collimator.